Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found. It was noted that the case was damaged.

Event description:
It was reported by the patient that per the clinic the transmission was not successful. There was no power being received by the monitor. The power cord was unplugged and plugged back in, but it did not resolve the issue. A new power cord was sent for the patient to try. There are past successful transmissions from this monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.